Event description:
It was reported that the numbers on the customer's insulin pump were scrolling on their own. Customer's blood glucose was 302 mg/dl. No significant events leading to the issue were recalled. The customer was advised to discontinue use and revert to a back-up plan. A blood glucose value of 0.5 mmol/l was documented at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, missing end cap sticker, and battery tube threads.